Manufacturer narrative:
The cause of the bleeding and hematoma was not determined since product was not returned and insufficient clinical details provided. The device passed all the post sterile inspection checks.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The us complainant reported that there was bleeding and a hematoma during impella cp patient support. While on support, there was bleeding from the access site after the peel-away was exchanged for the repositioning sheath. The doctor ordered manual pressure, a forward tension suture, and a fem-stop. A large hematoma was noted. Care was withdrawn and the patient expired.